Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported leak was confirmed. The shaft leak was likely due to interaction with other devices/tools. Based on the visual inspection/testing of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for shaft leaks reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the circumflex (cx) artery. The 3.00x15mm trek balloon dilatation catheter (bdc) was unpackaged, soaked, and prepped prior to use with no issues noted. However, after advancement to the lesion, blood entered the inflation lumen; thus, a shaft leak was suspected. The device was removed without issue and another 3.00x15mm trek bdc was used to successfully complete the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.